Manufacturer narrative:
Insulin pump alarmed prime alarm during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 256mg/dl. It was also stated that the drive support cap was sticking out. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.